Manufacturer narrative:
It was determined that the proximate causes of the issues noted were: left and right handle due to missing parts barrel clamp replace due to wear. Iuis replaced to due wear/corrosion.

Event description:
The device was missing parts, corroded, and damaged.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Service determined that the proximate causes of the issues noted were: flange gripper not recall affected, left and right handle due to missing parts, barrel clamp replace due to wear, and iuis replaced to due wear/corrosion. There was no reported patient injury. The device is used for therapeutic purposes. H11:g4

Manufacturer narrative:
Additional information provided: b.5 & h.6.

Event description:
There was no patient involvement.